Event description:
It is reported that the surgeon could not insert the articular surface. Another articular surface was opened to complete the surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.